Manufacturer narrative:
Date of birth: 1952.

Event description:
It was reported the patient had his spectra penile prosthesis removed "one month ago" due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. Both performed within specifications.